Manufacturer narrative:
Diagnostics determined the device would require return for repair and it was returned to a philips bench repair facility. The reported complaint was confirmed as the power on led will blink repeatedly and screen will turn black. Upon internal inspection the trizeps board was misaligned in the sbc. Once reseated correctly the unit functions correctly. When testing the device the nbp assembly will not hold pressure. To correct the issue we will need to replace the pcb board and nbp assembly. Replaced rdt rainbow system board assembly w/ nibp resolving the customer¿s complaint. Testing and verification were completed satisfactorily (calibrated nbp, co2, and screen) and the device was returned to service at the customer site. Based on the information available and testing conducted, the cause of the reported problem was the power on led will blink repeatedly and screen will turn black . The reported problem was confirmed. Based on the information available, no further action is necessary at this time. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Manufacturer site and contact office updated. Results code grid and component code grid updated.

Event description:
It has been reported the device power on led will blink repeatedly and screen will turn black.